Event description:
Initial result for a patient troponin t was 0.02 ng/ml. When repeated, the result was <0.010 ng/ml. The incorrect result was not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.